Manufacturer narrative:
The user reported she was feeling symptoms of hypoglycemia, but did not receive a low glucose alert because she was not using the eversense transmitter at the time of the hypoglycemia event. As of (B)(6) 2019 the patient reported she was doing fine.

Event description:
On (B)(4) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported the event occured when she was not wearing the eversense transmitter. The user did not require medical attention.